Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during preventive maintenance (pm) performed by a getinge service territory manager (stm) the cardiosave intra-aortic balloon pump (iabp) over temperature alarm. There was no patient involvement reported.

Event description:
N/a

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid.

Event description:
It was reported that during use, the cardiosave intra-aortic balloon pump (iabp) had an over temperature alarm. No patient harm reported.

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to investigate the issue. The fse tested the unit and stated that although the alarm was not obtained, the compressor temperature went above 44 degrees, which is above the normal temperature. The fse replaced the scroll compressor and completed testing. The fse then completed the pm. The unit passed all testing with no further issues. The unit was approved for clinical use and returned to the department. The removed compressor scroll was returned to the failure analysis and testing department(fat) for investigation. This part was received with a reported unit failure message of over temperature alarm. Performed visual inspection of this part received and part looks be in condition. Installed the compressor into the cardiosave test fixture and tested to the factory specifications and the cardiosave service manual. The fat dept, pumped the unit for 3 hours and the fat dept, did not observe over temperature alarm. Also, the fat dept, performed compressor output test and compressor output test passed within result of factory specification. The failure analysis and testing department could not verify the failure message of over temperature alarm. Compressor scroll passed testing. Retaining compressor scroll in the fat dept. As per procedure.